Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. Residual refractive error was reported, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).